Event description:
Additional information received indicates that the patient was asymptomatic and no programming changes were made.

Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. No further information was available.